Event description:
Customer alleges the 3 nuts holding the handle in place on the hydraulic pump will not stay secure. Replaced no charge. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ghs350 serial number/date code (B)(4) is approximately 6 months of age. The user manual part number 1148115 rev b (jun-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age is (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.